Event description:
The account alleged that the bed exit is not alarming. No pt impact.

Manufacturer narrative:
The account found an incorrect side-com cable on the bed. The account replaced the side-com cable with the correct cable to resolve the issue.